Event description:
Rep reported the patient first met with them on (B)(6) 2022. Patient needed ins placed into MRI mode. Patient reported they never received effective therapy from scs since implant day. There were multiple sessions to reprogram her. Rep met with patient over 7 attempts of consecutive trickle charging over a period of several hours at the clinicians office, dr. (B)(6) her ipg never converted to charge mode and patient stated she did not wish to proceed with any further trickle charge attempts that day. Pt stated her ipg had likely been discharged for seven years and her last recharge session was approximately three months after it was initially implanted. Dr. (B)(6) hope was we could also try reprogramming patients scs, but as described as above, her battery never converted to a charge mode. On (B)(6) 2022 at 9:32 am, follow up also documented "patient is not interested in replacement. She says she doesn't get much relief from battery and has no desire to get a new battery". Rep stated they were informed after the fact that patient had gotten her scs explanted on (B)(6) 2023 when rep was covering another surgery at the facility and saw patient's name on the surgery schedule. Rep thn subsequently updated into mstar, with the explanted leads and ipg.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2023 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2023 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Rep said patient has not used her scs system for a couple years, that system never worked well. Patient met with another rep in (B)(6) for programming but it caused the muscle to tighten in the back and buttocks area, rep also used the word spasms. Rep will meet with patient another day to do physician recharge mode, since patient is likely in overdischarge. Technical services(ts) didn't ask any further question of the other rep's name and when patient met with that rep since current rep said patient gets confused and can't remember past details. Troubleshooting was not required. The issue was not resolved through troubleshooting. Rep reports she met pt today and started pmr for the over-discharged ins. Rep reports they checked the x-rays and the lead placement is good. Rep reports pt is uncomfortable with the current ins placement location. Rep reports the pt never liked the stimulation sensation from the beginning. Rep reports she will try dtm programming for this pt. Rep reported they are currently in the seventh consecutive trickle charge. Issue not resolved at this time. Patient contacted rep, and stated that she and her daughter did 2 more trickle charge sessions yesterday after the 7 trickle charges at the office. The office gave them permission to stay as late as they wanted; however, patient stated she needed a break due to the difficulty of her being immobile for the duration of the 7 trickle charges. After a total of nine trickle charges sessions within a 12 hour period, the recharge screen did not appear. Patient stated she w as "done with this" and did not wish to proceed with any further trickle charges. Patient and rep requested to speak to dr. Talbott on monday and update him on this situation.